Manufacturer narrative:
(B)(4). Results - inspection of the returned product shows the patient access panel side right zipper slider body is open. Also the panel side left pull tab is missing and the triangular netting has two tears that are two inches in length. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if the zipper pull-tab is missing or broken. Manufacturer references file # (B)(4).

Event description:
Customer reported that the triangular netting on the left side has two holes measuring about one inch in length. There was no patient incident or injury reported.